Event description:
It was reported that this implantable pacemaker was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed that the identified high current drain was a result of compromised capacitors, which led to the observed premature battery depletion. The pacemaker diagnostics noted high and rising power over the last year of the device life, coinciding with a battery voltage drop. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.